Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence on (B)(6) 2008 and an obturator sling was implanted. She continued to experience pain, erosion of her internal bodily tissue, infections, scarring, dyspareunia and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): dyspareunia. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced discomfort, hematuria, stress urinary incontinence, urinary tract infection and incomplete bladder emptying.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a hysteroscopy with dilation and curettage at time of sling implantation to treat stress urinary incontinence on (B)(6) 2008. The patient had a mesh excision procedure on (B)(6) 2008.